Event description:
Per report, the patient had in intermittent 2nd degree av heart block at the start of the procedure, and finished the procedure in sinus rhythm. A permanent pacemaker (ppm) was implanted the next day. The patient had an underlying av block, occurring with a heart rate of 45 bpm. A bav was performed with a 22 x 5 mm non-edwards' balloon under rvp. A 26mm sapien was prepped and inserted. The valve was positioned 50:50 and deployed under rvp, with a final position of 50:50. The temporary pacemaker was set to pace at 60 bpm due to the 2nd degree heart block, with underlying rate of 35-40 bpm. The patient was stable. Echo revealed no perivalvular leak and no central aortic insufficiency. The 24fr sheath was removed and the incision closed in the usual surgical manner. The temporary pacemaker was removed, and the patient was in a sinus rhythm. Arterial and venous access removed and hemostasis achieved. The patient was transferred to ICU in stable condition. A 6-12 hours post procedure, the 2nd degree heart block symptoms returned. A temporary pacemaker was placed and permanent pacemaker scheduled for the following day. Additional information: the patient had av conduction issues and intermittent 2nd degree block prior to beginning the procedure. It was noted by the implanting physician that the results of this had nothing to do with the transcatheter aortic valve replacement (tavr) procedure. The patient was doing fine after the ppm implant and was discharge 5 days after the tavr procedure.

Manufacturer narrative:
Per the instructions for use (IFU), conduction abnormalities are a known complication associated with the overall transcatheter aortic valve replacement (tavr) procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). The exact cause for the reported 2nd degree heart block cannot be confirmed, however, the patient had a baseline conduction disturbance prior to the procedure. It is likely that a combination of this baseline condition and procedural factors (i.e. Valve deployment, medications,/anesthesia, and rvp) caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.